Event description:
Additional information received indicating that the shocking lead impedance measurements were trending upward. A defibrillation threshold (dft) test was performed and was able to get 117 ohms in triad vector. The physician plans to continue monitoring the patient. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was detected for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system as it exhibited high out of range shock impedance measurement. Additional information received from the field representative indicated that the cause of the out of range impedance measurement was not determined. The physician will continue to monitor this patient. This device and lead system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).